Event description:
The reporter stated that a posterior capsular tear occurred during irrigation/aspiration (I/a) with the 4 crystal handpiece. Due to the patient having weak zonules, the capsule tore. No vitrectomy was performed. The reporter stated that the handpiece was not the cause of the capsular tear, it was due to the patient's weak zonules as the capsule starts to move around when removing the soft part of the cataract causing the capsule to tear. Cruise control was used during phacoemulsification and the capsule tore during I/a, so cruise control was not involved. The lens was loaded, but not used, as another lens was used to complete the surgery.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product.